Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? Will product be returned? Return date, tracking information? Onset date/time of the pain from initial surgery? Were any concomitant procedures performed? Location and character of the pain? Please provide date and surgical findings of re-operation/mesh removal? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the pain resolved? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. It was also reported that the mesh was removed due to pain. The mesh was removed abdominally and vaginally with concomitant sling procedure. Additional information has been requested.